Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. Corrected information: d4: expiration date, d4: unique identifier (UDI) #, g4: combination product h4: the lot was manufactured between december 4, 2023 ¿ december 5, 2023. H11: the device was received for evaluation. Visual inspection was performed and white crystallized drug was observed at the blue winged luer cap. The reported condition was verified. The blue winged cap was noted to be slightly untightened. Signs of surface roughness were not observed inside the caps when inspected under the microscope. A functional leak test was performed by filling the device with green colored water. After filling and prime, to ensure the blue cap was securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was monitored until the next day and no signs of leak were observed. The cause of the condition was due to a user error by not tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after filling "on the way to the ambulance." This reportedly occurred prior to patient use. There was no patient involvement. No additional information is available.